Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was not returned to olympus for inspection, and therefore the customer reportable malfunction could not be reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " some of the front panels do not light up" malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, when the scope is attached to the xenon light source, the background light for air and narrow band imaging are not illuminating along with some buttons that are far right. The issue occurred during the two diagnostic colonoscopy procedures while troubleshooting in between first and the second procedure. The first procedure was completed without any issues. The problem started during the bedside cleaning after the first procedure. The insufflation wasn't working properly during the second procedure. The third procedure for the day was moved to a different hospital. There were a few minutes of delay for the procedure and the patient was under the influence of an anesthesia. There were no reports of patient harm.